Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a low blood glucose (bg) event. The patient indicated that on saturday night at an unspecified time, he suffered a low bg level of '46 mg/dl' with a symptom of shakiness. The patient administered self-care by drinking 30 grams of orange juice when his bg level was in the '40's' mg/dl. His bg level resolved to '116 mg/dl'. The patient admitted, however, that the low bg event was his fault. The patient explained that prior to the event, he calculated his carbohydrate intake incorrectly and then over-corrected with insulin. The patient denied that there were any issues with his site. The patient mentioned that the pump was exposed to an x-ray on the thursday prior to the low bg event. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was exposed to an x-ray and he developed a low bg level and symptom of shakiness which can be associated with severe hypoglycemia.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box and alarm history revealed no recorded alarms or pump conditions indicative of malfunction. A load, rewind and prime sequence was performed with no issues. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.